Manufacturer narrative:
The reported failure of evt_atm_press_stuck is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo, japan device was returned to the manufacturer for evaluation due to a ventilator inspection required alarm. There is no allegation of serious or permanent harm or injury. During the evaluation, error evt_atm_press_stuck (error code 222) was discovered in the device error code log and the pca was replaced to address this error. Additionally, periodic maintenance was performed. During the operation check, the reported alarm was not reproduced. The air inlet foam filter, particle filter, and muffler assembly were replaced as regulated by maintenance procedure. The service technician performed final test, battery check, valve check, run in tests, cleaning, and then confirmed the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.